Event description:
Infusion pump would lock out user after both channels reached kvo. User not able to program and/or run pump. Potential for pt harm if pt on a replacement fluid and/or a blood pressure drug.